Event description:
Follow-up identified the patient's ipg exhibited recharge burden prior to replacement. The ipg was functional; however, the patient was dissatisfied with the increase in charging frequency.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg reached end of life. As such, surgical intervention was undertaken on (B)(6) 2018 to explant and replace the ipg.